Manufacturer narrative:
A mfg review could not be performed as the lot number is unk. The device has not been returned for eval to date. The investigation is currently underway.

Event description:
It was reported that approx 3cm of the distal end of the recanalization catheter detached in the popliteal artery as the catheter was being retracted. An attempt was made to snare the detached segment, w/o success, and it remains in the vessel. There was no flow restriction and no further treatment was performed. There was no reported pt injury.